Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Intact refill detachment - oral-b [device breakage] suspected counterfeit product [suspected counterfeit product] case narrative: female consumer via e-mail stated that the oral-b tri-zone toothbrush head detached from their oral-b toothbrush. No injury was reported.

Manufacturer narrative:
02-jan-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Intact refill detachment - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b tri-zone toothbrush head detached from their oral-b toothbrush. No injury was reported. (B)(6) 2022 case update: the significant suspect product lot was 92238516. No injury was reported. (B)(6) 2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.